Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, requiring the user to place the device on a charger to wake it, and the user did not feel a vibration when tapping the wake button. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed a suspected hardware malfunction of the sleep/wake button function without corroborated vibration feedback, consistent with a device user interface or power/wake control issue. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to inability to reproduce or confirm a specific component failure remotely.